Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flows while they were hypertensive. The patient had elevated troponin t levels and elevated lactate dehydrogenase (ldh) along with chest pain. The patient underwent an electrocardiogram (EKG), chest radiograph, chest and abdominal computed tomography (CT), and labs. The patient had an aortic cusp/root thrombosis on their left main coronary artery. The patient was diagnosed with an non-st-elevation myocardial infarction (nstemi) not due to plaque but due to the thrombus from the aortic clot. The patient was experiencing ventricular tachycardia (vt) due to the coronary thrombus. The nstemi was presumed to be due to patient condition and the device was operating as intended. The patient's blood pressure was managed and they remained hospitalized. Log files revealed low flow events on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 23:56:19 to (B)(6) 2021 at 8:47:52. From (B)(6) 2021 at 23:56:19 to (B)(6) 2021 at 1:13:22 there were intermittent events where the calculated flow was below the low flow threshold of 2.0 lpm, resulting in 106 low flow faults and 7 low flow alarms. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and patient handbook, rev. C. Are currently available. This IFU lists venous thromboembolism, hemolysis, myocardial infarction and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ lists thromboembolism as potential postimplant complications. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the patient underwent a ventricular tachycardia (vt) ablation. The thrombus resolved.